Event description:
This is the same case as MDR numbers 3011632150-2019-00106 and 3011632150-2019-00107. The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located in the middle third of the superficial femoral artery (sfa) to the proximal popliteal artery of the left leg. A 5.0 x 80 mm biomimics 3d stent, a 6.0 x 125mm biomimics 3d stent and a 6.0 x 80mm biomimics 3d stent were implanted. On (B)(6) 2019 an occlusion was reported to veryan with a date of onset of (B)(6) 2018. Angiography was reported as having been taken on (B)(6) 2018 and a pta was planned but the patient was treated with a surgical bypass of the common femoral to the distal third of the peroneal segment on (B)(6) 2018. On (B)(6) 2019 updated information was received updating the originally reported occlusion to "restenosis of the treated segment (target lesion)". The outcome of the event is that it has resolved and patient has recovered.

Manufacturer narrative:
The date of onset of the event was updated by the clinical site from (B)(6) 2018 to the (B)(6) 2018. As a result the date of event and the description of the event (sections b.3 and b.5) have been updated.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/ restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This is the same case as MDR numbers 3011632150-2019-00106 and 3011632150-2019-00107. The patient was treated as part of the (B)(6) study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located in the middle third of the superficial femoral artery (sfa) to the proximal popliteal artery of the left leg. A 5.0 x 80 mm biomimics 3d stent, a 6.0 x 125mm biomimics 3d stent and a 6.0 x 80mm biomimics 3d stent were implanted. On (B)(6) 2019 an occlusion was reported to veryan with a date of onset of (B)(6) 2018. Angiography was reported as having been taken on (B)(6) 2018 and a pta was planned but the patient was treated with a surgical bypass of the common femoral to the distal third of the peroneal segment on (B)(6) 2018. On (B)(6) 2019 updated information was received updating the originally reported occlusion to "restenosis of the treated segment (target lesion)". The outcome of the event is that it has resolved and patient has recovered.